Manufacturer narrative:
(B)(4). The complaint indicated a hole where the rotation knob rubs against the packaging. The 5dcs package was visually examined. Dents in the fmp lid stock were present in the area of the knob. The package was opened to view the area under magnification and fmp appeared to be intact. The damaged areas were dye tested per tm5016 and no seal integrity defect was identified. The dye pooled on the material and did not flow through. This indicates that no hole was present. The fmp material is flexible and had become stretched and over the knob area, but no breach of sterility occurred. The issue is cosmetic only. The complaint event for a hole is not confirmed.

Event description:
Packagine issue: it was reported that before an unknown procedure, on the backside of the packaging, there is a tiny hole where the rotation knob rubs against the packaging. This has rendered the item unsterile. The procedure was completed using same like device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.